Event description:
The freestyle libre 3 sensor was sending incorrect readings causing the patient to attempt corrections. This resulted in the patient having super high blood sugar readings for a period time cause ketoacidosis.